Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported that on an unspecified date/time a patient was feeling "very weak" and then subsequently experienced a loss of consciousness. A blood glucose test was performed using an adc blood glucose meter and a result of 118 mg/dl was obtained. Because the result was inconsistent with a loss of consciousness, a laboratory glucose test was done and a result of 18 mg/dl was received. The patient was diagnosed with hypoglycemia and treated with a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The reported meter was returned and tested with retained test strips. The complaint is not confirmed and no new issues were observed. Further investigation of the returned meter has been performed using whole blood testing. All results were within the range specification and no errors were observed during blood testing. In addition, this serves as a correction for the initial report, follow up #1 and follow-up#2. Correct catalog # is 71451-01 and the section 510k # is k153330.

Manufacturer narrative:
This serves as a correction report. Date received by manufacturer was incorrectly documented in the MDR 30 day follow up #1 report. The correct date is june 09, 2016.